Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04008. It was reported during the patient's implant procedure on (B)(6) 2019 the leads could not be implanted due to patient anatomy. The procedure was abandoned.